Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged headaches; nausea. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Section b3 was previously reported incorrectly as may 02, 2022 and should have been reported as january 01, 2022. Section g3 was previously reported incorrectly as may 02, 2022 and should have been reported as january 01, 2022. Section e1 email address was previously omitted in error. This information has been added.

Manufacturer narrative:
Additional information was received on may 25, 2025 and section h10 should be reported as: the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged headaches; nausea. There was no report of patient harm or injury. The device was returned to the third-party service centre. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were 0 errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid have been updated.